Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted main display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged main display. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of main display distortion. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.